Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a 3rd party usb wall adapter. The cause of the power source alert was not able to be determined as reportedly the issue resolved on its own and the alert cleared after leaving the pump plugged into the power source. Customer¿s blood glucose value was 150 mg/dl.